Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box and alarm history show no activity outside of normal use. ¿ez-prime¿ steps were performed and pump was exercised correctly with no ¿low pitch screeching noise¿ or other errors, alarms or warnings during the investigation. The product performed within specification. The pump¿s cover was removed and no intermittent condition was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue): the pump is making a low pitched screeching noise every couple of minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.